Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were noted during visual or functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said: on the fire moment the stapler locked, the load did not work. There was not blood loss of 500cc or more due to the product problem. No injury reported the current status of the patient is good status. There was not any damage irreversible. *** additional information requested via email to (B)(6). What is meant by "moment the stapler locked?" Did the jaws of the device get stuck and lock on tissue? If yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc.)? Did the device partially fire? Was the staple line incomplete? If yes, how was the incomplete staple line fixed (over sewed, resected <(>&<)> re-stapled, conversion to open procedure, etc.)? If the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Can you confirm that product is available and will be returned for evaluation? Could you please provide the UDI# for the handle used in the procedure? What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Could you please provide the UDI# for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed?